Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing pocket pain and inadequate stimulation. It was also noted that device impedances were shown. The patient was taking pain medication.

Event description:
It was reported that the patient was experiencing pocket pain and inadequate stimulation. It was also noted that device impedances were shown. The patient was taking pain medication. Additional information was received that the patients ipg was no longer holding a charge. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was not returned as it was kept by the medical facility.